Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. The reported swollen downstream occlusion (dso) seal was confirmed. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing found that the dso sensor was defective. The dso sensor was replaced, along with the dso seal, and the device then passed all testing.

Event description:
It was reported that the pressure membrane was swollen. There was no reported patient involvement. Evaluation of the returned device found that the downstream occlusion sensor was defective.